Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined though this evaluation. Additionally, a specific cause for the reported driveline infection could not be conclusively determined. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The severed distal end portion (with the controller connector) measuring approximately 36" in length, was also returned. The sealed inflow cannula (inlet tube, flex section, inlet elbow) was returned attached to the pump's inlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The lumen of the inlet tube revealed an adhered tissue growth along one side of the proximal opening. The deposition was well adhered and did not appear to occlude the blood flow pathway. Of note, malposition was previously confirmed via x-ray images in (B)(4). Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The driveline was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires of the pump end driveline portion revealed an insulation breach in the black wire, adjacent to the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of this IFU lists cardiac arrhythmia and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 5, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: -the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. -care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. -the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient was admitted to the hospital for ventricular tachycardia and repeated implantable cardio defibrillator (ICD) shocks due to the malposition of the inflow cannula of the pump. The patient also developed an escherichia coli haemolytica infection at their driveline. On (B)(6) 2023, the patient underwent a pump exchange. The patient was in the intensive care unit and remained hemodynamically stable, following the pump exchange procedure.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.